Event description:
A hospital in (B)(6) reported via our distributor that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint circuits are currently en route to fisher & paykel healthcare for eval. We will provide a follow up report when we have completed our investigation.